Manufacturer narrative:
(B)(4). Multiple MDR¿s were submitted for this event. See reports: 0001825034 - 2017 - 07595. 0001825034 - 2017 - 07596. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Not returned to manufacturer.

Event description:
It was reported the patient had a femoral head and liner revision for unknown reasons at an unknown time. No further information has been made available at this time.

Manufacturer narrative:
(B)(4). The following report is submitted to relay additional information. Concomitant products: unk ring loc shell lot#unk item#unk, unk taperloc stem lot#unk item#unk, hip-other -heads-unk. The reported event could not be confirmed based on limited information received. No device or photos were received; therefore the, visual inspection was not performed. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Due to insufficient information,complaint history could not be reviewed. A definitive root cause cannot be determined with the information provided. No corrective actions, preventive actions, or field actions resulted after investigation of this event. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.